Event description:
It was reported during the pt's trial, the pt complained of a "fire burning" sensation under her surgical site dressing. It was determined the pt had an allergic reaction to the tape used by the implanting facility to anchor her scs leads to her skin. The trial ended and the scs leads were removed. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.